Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on the available information, the reported migration (partial clip movement) appears to be a cascading event of the tissue injury. A cause for the reported tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the migration. Additionally, mr and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report partial clip movement and tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral (mr) with grade 4 and restricted and calcified leaflets. Two clips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned for a follow up appointment. Echocardiography showed one of the clip had perforated one of the leaflets, causing mr to increase to an unknown grade. It was noted that due to the perforation, the clip became slightly mobile on the leaflets. No additional information was provided.